Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The current status of the second ins that was removed after the infection was it was taken out because of the infection and another was put in. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were fighting an infection right after having the implantable neurostimulator (ins) replaced. The incision was opened up, the patient started antibiotics, and it was taken out. The patient noted that it was at (B)(6) so they had to set up an emergency surgery at the first of the year. The patient stated that they went without, they had to pack their back and stuff so then in (B)(6), everything was ok to put back in them. No further complications were reported or were expected.